Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17318095) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus pta (.014 6.0x20 142cm) balloon was inflated; however, it ruptured within its nominal pressure. There was no reported patient injury. Therefore, it was replaced with another non-cordis balloon and the procedure was continued. The device will not be returned for analysis. The target lesion was the renal artery. This was a percutaneous transluminal renal angioplasty (ptra). Initially, a guidewire crossed the lesion.

Manufacturer narrative:
As reported, a 6x20mm 142cm 0.014 aviator plus percutaneous transluminal angioplasty (pta) balloon was inflated; however, it ruptured within its nominal pressure. Therefore, it was replaced with another non-cordis balloon and the procedure was continued. There was no reported patient injury. The target lesion was the renal artery. This was a percutaneous transluminal renal angioplasty (ptra). Initially, a guidewire crossed the lesion. Multiple attempts were made without success to obtain additional information. The device was not returned for analysis. A device history record (DHR) review of lot 17318095 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although not provided) most likely contributed to the reported event as calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.